Event description:
A device report from (B)(4) indicated a hospital and-or surgeon reported: patient experienced a fracture of the femoral shaft and during the procedure: surgeon was inserting the hip screw according to the technique guide with the t-25 screwdriver. As surgeon went to detach the hip screw from the driver it would not detach and the hip screw was pulled out with the driver. After some manipulation, surgeon managed to remove the hip screw from the driver. Another screw was selected and inserted, the procedure was completed. This is 2 of 2 reports for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.